Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient was walking when they started to feel low and went into a store a bought a soda. He was walking in front of a restaurant when he fell to the ground. Bystanders assisted him with drinking the soda and called emergency medical services (ems). His cgm displayed 107 mg/dl; however, his bg per ems was 46 mg/dl. He was not treated or transported by ems because his bg started to rise after the soda. At the time of contact, the patient was in normal condition. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.